Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Bottom portion of the bristle section keeps falling off in mouth while brushing teeth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age stated that over the last year of using the oral-b dual clean brushheads with an oral-b rechargeable toothbrush, version unknown, the bottom portion of the bristle section kept falling off. He described that the last time it fell off, it fell off in his mouth while he was brushing his teeth. He asserted that this had happened on every brush that he had used, clarifying that it did not always fall off but they all at least got loose. He explained that this happened after using the brushes for 2-3 months. The scratch test revealed that it was a genuine oral-b brushhead. No symptoms developed.

Manufacturer narrative:
March 20 2016 product investigation results: the reporter returned two toothbrush heads on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the malfunction of this product. The product reached end of life. No manufacturing fault identified.

Event description:
Bottom portion of the bristle section keeps falling off in mouth while brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a male consumer of unspecified age stated that over the last year of using the oral-b dual clean brushheads with an oral-b rechargeable toothbrush, version unknown, the bottom portion of the bristle section kept falling off. He described that the last time it fell off, it fell off in his mouth while he was brushing his teeth. He asserted that this had happened on every brush that he had used, clarifying that it did not always fall off but they all at least got loose. He explained that this happened after using the brushes for 2-3 months. The scratch test revealed that it was a genuine oral-b brushhead. No symptoms developed. On (B)(6) 2016: the initial 3500a for this case was first reported to FDA via webtrader on 18-apr-2016. Per FDA request, the initial report is being resubmitted.